Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck in update screen. The customer tried to update the failure, but the issue remained unresolved. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck in update screen. A field service engineer (fse) arrived on site and found the station stuck on a windows update blue screen due to a corrupted update, preventing normal boot. Multiple recovery methods, including safe mode, were attempted but unsuccessful, so a full reimage was performed. Initial reimage attempts failed due to facility network issues, but the reimage was ultimately completed successfully. After reimaging, the station booted normally, and functionality was verified in the application with no further issues. The system functioned as intended after the field service engineer repaired the device.